Manufacturer narrative:
The pump had no button response due to flattened button dome switches. Unable to perform the displacement, basic occlusion, occlusion, prime, or no delivery alarm tests due to the button keypad anomaly. The pump also had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose levels ranged from 283 to 436 mg/dl. The customer reported symptoms of nausea and excessive thirst. The customer treated with a manual injection and the insulin pump. The customer completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, or incorrect settings. The customer declined to have tubing clamps shipped to them to perform the high pressure test. The customer requested a replacement insulin pump. The customer's device was replaced and was asked to return their device.